Event description:
It was reported that the patient was trying to charge the thing on their back (the stimulator). It was noted that the thing on their back was not working. The patient reportedly had the recharger hooked up and the patient was getting a circle with arrows around it on the screen. The manufacturer representative reviewed that the patient was getting the reposition antenna screen and that they should reposition the antenna. It was noted that the patient was trying to charge and they could not get it to work. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).